Event description:
It was reported the customer had a button error alarm. The customer stated they had removed the battery for three to four hours, but the problem persists. Customer also stated their buttons were not working properly. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads, reservoir tube lip.